Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required per the compliant details, this adverse event occurred during use outside of the patient without harm. Based on the information provided, the procedure was successfully completed without a significant delay using a back-up device. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. Should any additional medically relevant information be provided, this complaint will be re-assessed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy the healicoil knotless eyelet came off the inserter once the tape was pulled through and the anchor was getting ready for insertion. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.